Manufacturer narrative:
(B)(4). Medical device: batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: were there any issues experienced with the device in the initial surgical procedure? No none. Was a leak test performed in initial procedure? If so, what type and what was the result? Yes on the 2 procedures ((B)(4)), the result was negative. Was the staple line visualized endoscopically during the initial surgical procedure? No, the user does not perform endoscopic control. How many days postoperative did the leak occur? (B)(4): 5 weeks. Was buttressing material used? No for the two procedures. What color cartridges were used? (B)(4): green (sleeve redo). How was the leak identified? Fistula symptoms. What was observed at the site of the leak upon reoperation? No reoperation, endoscopic tt. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. How was the leak addressed? Medical treatment (antibiotics) and pigtails. What is the current patient status? Being improved. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a fistulas appeared after a sleeve. The patient required revision surgery.